Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient underwent a mediastinal washout and pericardial fluid collection. 30 cubic centimeters (cc) of an organized clot was found around the left ventricular lateral wall. The inflow cannula was in good condition. On (B)(6) 2018 respiratory failure was reported. The patient had remained intubated one week after implant. On (B)(6) 2018 bronchial washings were positive for herpes simplex virus (hsv) and the patient was treated with acyclovir. On (B)(6) 2018 sudden onset hypotension and hypoxia were found while on a ventilator. A pan computed tomography (CT) scan was significant for low density filling defect involving right lower lobe arterial branches consistent with pulmonary embolism, hemopericardium was found, as was a mediastinal adenopathy. On (B)(6) 2018 jejunum and ileum intestinal ischemia was found. The patient was observed to have a distended abdomen and it was determined that pneumatosis intestinalis was present. Gastroenterology was consulted and the patient was taken to the operating room (or) for an exploratory laparotomy, peritoneal lavage, small bowel resection, small bowel anastomosis, and possible ostomy. On (B)(6) bilevel positive airway pressure (bipap) was started and the patient's temperature spiked to 39.7 c with increased respiratory rate. The patient was moved back to the intensive care unit ICU and was reintubated. Blood cultures were positive for enterobacter cloacae. Sputum cultures were positive for staph. Aureus. The patient was started on vancomycin 1250mg intravenously (IV) daily and zosyn 3.375g IV every 6 hours. The patient was extubated on (B)(6) 2018 and reintubated (B)(6) 2018. On (B)(6) antibiotics were discontinued based on recommendation from pharmaceuticals. Enterobacter cloacae showed moderate growth. The patient had been on ceftriaxone, but the infection was shown to now be resistant and the patient was changed to zosyn on (B)(6). This was ended on (B)(6) 2018.

Manufacturer narrative:
Manufacturers investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. The heartmate 3 lvas IFU lists bleeding, cardiac arrhythmia, respiratory failure, thromboembolism, and infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The IFU also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.